Event description:
It was reported that the surgeon noted a "partial tear" of the lens after implantation. The incision was enlarged to remove the lens and a suture was placed. Additional info has been requested but no new info has been provided. Reference MDR #1313525-2015-00493 for the lens involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The inserter was not returned for evaluation. The lot number of the injector was not provided therefore a lot history review could not be performed. Based on the current information received, a definitive root cause of the reported event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and /or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The inserter was returned for evaluation. Visual inspection of the device found foreign matter/particulate in body of the device and a damage (cracks)tip. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found.